Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the unit displays xdcr (transducer) error in the event log. The customer performed xdcr calibrations and reported the exhalation flow transducer has failed. The issue occurred during testing and no report of patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for evaluation. The suspect main pcba was installed on a known good unit and power in service mode. After performing transducer calibration testing, it was determined the root-cause to be a degraded pressure transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.